Event description:
The customer reported the replacement fitting has cracked. After being at the client, it would appear that the caregivers use two forceps to open the cap that is used to close the nutrition port. Additional information received stated the device was leaking formula due to the issue. There was no patient harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. Sample analysis could not be performed because no samples were provided. Two photos were provided for evaluation. In the photo, the y-port was broken at the junction. The reported condition was confirmed through the photos; however, the reported condition could not be confirmed as related to the manufacturing process through the photo evaluation. A walk through was performed in the manufacturing area. There is currently no part of the manufacturing process that could cause a broken y-port. The root cause could not be determined. A review of the manufacturing process, customer complaint history, corrective action board and management review metrics and trends, acceptance sampling plans, provided pictures, as well as risk management procedures was performed. A corrective and preventative action (CAPA) has been opened to further investigate the issue. The manufacturing site will continue to monitor customer complaints and feedback notifications. In case of repeated issues and/or reoccurrence, a new investigation for the specific events would be carried out for each case. This complaint will be used for tracking and trending purposes.